Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had twiddler¿s syndrome which led to lead dislodgement. The left ventricular lead was explanted on (B)(6) 2019. Patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the guidewire could not pass through the lead. The lead was explanted.

Manufacturer narrative:
Analysis results: analysis was normal. A guidewire test could not be inserted in the lead at the distal region due to clogged blood/tissue found inside the inner coil. No anomalies were found.